Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This case was a clinical trial in (B)(6). Treated a oa lesion, on the right hip, by tha surgical replacement on (B)(6) 2012. After the procedure, a subluxation occurred, on (B)(6) 2012. No treatment was provided and the patient recovered.